Manufacturer narrative:
(B)(4). Visual and optical examination of the -03 mill gear and -05 mill pinion interfacing features identified significant material wear. The location and nature of the wear is consistent with instrument usage; this instrument is a single-use instrument. The above observations are consistent with anticipated wear.

Event description:
It was reported that the patient underwent a procedure for implant of artificial cervical disc at c6-c7. While the surgeon was milling the endplates, the cutter instrument was shaking and the drive shaft eventually failed. The case was completed using another instrument. No patient complications were reported.